Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer failure, failed to open. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 15-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 4 legacy drawer wouldn't close and was clicking, and the cubies wouldn't open in hardware test application. The latch sensor was replaced, but the issue was still present. A field service engineer (fse) replaced the drawer with an enhanced full-height drawer, checked components, and cleaned out debris to resolve the issue. The system functioned as intended after the field service engineer repaired the device.